Event description:
Unomedical reference number (B)(4). Event occurred in the sweden. On 21/apr/2024, it was reported that patient faced ten infusion set tape not sticking events. The events occurred after about 2 days of use. No further information available.

Manufacturer narrative:
Device 3 of 10. E1: patient city: (B)(6), patient country: sweden.